Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a pump malfunction alarm occurred. Reportedly, pump was being used for training; no reported impact to customer's blood glucose. Pump was replaced.